Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly, outside the patient, while it was being loaded into the capio device. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. The lot number (0ml9101404) provided by the user could not be confirmed; therefore, the device manufacture and expiration dates cannot be determined. (B) (4).